Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wrist action of the prograsp forceps instrument stopped working and the wrist became stuck at an angle. The only way the customer could remove it from the trocar was by physically snapping the end of the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was reported before the start of the case. The port incision was not increased in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during procedure. The customer reported that it was possible that the instrument had a loose or dislodged pin. The instrument was physically snapped at the wrist and removed from the trocar while outside of the patient. No fragments fell into the patient. The procedure was completed with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 1.815" from the distal tip. A piece measuring proximately 0.154¿ x 0.346¿ was not returned with the instrument. Components adjacent to this broken main tube show damage. The instrument was found to have a broken grip cable and distal pitch cable at the base of the distal proximal clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.